Event description:
The facility's o.r. Nurse/technician informed the MFR's rep of the following: "pt was admitted to the facility for removal of the device." The actual reason for removal of the device was not clear. The explanting physician's office manager informed the MFR's rep that the physician was out of town. The pt's operative report only states "malfunctioning device." The office manager suggested the MFR's rep contact the pt's personal physician. In 2000, the pt's personal physician's medical assistant informed the MFR's rep the pt's chart states the following: the device was implanted at a facility in 1997. In 2000, the device was non-functional, they were unable to draw blood. Given abokinase to see if it is able to have blood erturn. They were still unable to draw blood." As a result, the pt was referred to the explanting physician for removal of the device. No further details are available. The device is scheduled to be returned to the MFR for analysis.